Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurement and lack of programmability. Impedance measurements were normal and the sensing on the lead has dropped markedly over time. Additional information received which indicated that the caused was unknown, possibly scarring at tip. Subsequently, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.